Manufacturer narrative:
Additional information: age at time of event, age units (patient), date of birth; product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding excessive levels of chromium cobalt involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for clinician review. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6)2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6)2016 .

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6) 2016.